Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio 2 warranty meter displayed an error 4 message. The complaint was classified based on the customer service representative (csr) documentation and additional/clarifying information obtained by the csr following a call-back to the patient with questions raised by medical surveillance. The patient reported that on (B)(6) 2018, (unknown time), he obtained an error 4 message on the subject meter. He stated that about one and a half hours after obtaining the message, about dinner time on the evening of (B)(6) 2018, he experienced hypoglycemic symptoms of ¿sweaty, vision impaired, and short[ness] of breath¿. He reported that he self-treated his symptoms with 2 glucose tablets and a juicy orange. During troubleshooting, the csr noted that the patient was not using the meter for the first time. The patient confirmed that he had been storing his test strips correctly and he described the correct testing steps. The patient also confirmed that the test strips completely drew in the sample of blood. The csr walked the patient through a retest but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after obtaining an error 4 message on the subject meter.